Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received power loss alarm. They inserted a new battery. They received a pump error alarm after changing the battery. The customer's blood glucose during the incident was unknown. The device will not be returned for analysis.